Event description:
It was reported that during a percutaneous coronary intervention (pci), a 2.5x30mm maverick2 monorail balloon ruptured. The lesion being treated was 90% stenosed with severe calcification and tortuosity in the mid left anterior descending artery (lad). During pressurization, the balloon, on the first inflation ruptured at 6 atms. The balloon was removed intact. The balloon was visible under fluoroscopy. An unk stent was deployed, however, the event occurred at pre-dilatation of the lesion. Completed the procedure with a different device. The pt status is listed as good.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.